Event description:
The device was returned for service. During service the device failure code 702 was found. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.